Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed. Customer reported a partial display. Customer inserted a new fully charged battery and display did not return to normal or self test failed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1715kr was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with blank display due to cracked and bleeding on lcd glass. Unable to verify missing segments/partial display or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found cracked and bleeding on the lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer ring, partially detached retainer ring, cracked reservoir tube lip, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, keypad overlay texture damage, scratched case and minor scratched lcd window. Blank display due to cracked and bleeding on the lcd glass. Missing segments/partial display was unknown. Cosmetic damage confirmed at the back of the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.